Event description:
New information notes that the patient condition before, during and after the event was stable. Programming changes were made to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and under sensing was noted on merlin transmission. Adjustments were made, and device remains implanted.